Manufacturer narrative:
Upon further investigations, the biotin concentration was measured in samples 1, 3, 9, 14, and 17. Sample 9 was found to have a very high biotin concentration at 869 ng/ml. This concentration is far above the concentration threshold specified in product labeling for the ft3 assay (no interference up to 70 ng/ml). This high biotin concentration most likely caused the discrepant high ft3 result of sample 9.

Manufacturer narrative:
For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardization methodology used.

Manufacturer narrative:
All 24 samples were provided for investigation. An interfering factor against components used in the ft3 and ft4 assays was found in the following samples: 2, 5, 6, 7, 8, 10,11,12,13, 16, 18, 19, 20, 21, 22, 23, and 24. This limitation is covered in product labeling. No interfering factor was found in samples 1, 3, 4, 9, 14, 15, and 17.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for a total of 50 patient samples tested for the elecsys tsh assay (tsh), elecsys ft3 iii (ft3), and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 602 module (e602). Of the 50 samples, the customer provided data for a total of 24 patient samples that had erroneous tsh, ft3, and ft4 results. It was asked, but it is not known if the erroneous results were reported outside of the laboratory. The customer suspects that the samples contain interfering factors to the roche tsh, ft3, and ft4 assays. This medwatch will apply to the ft3 assay. Please refer to the medwatch with (B)(6) for information related to the tsh assay and refer to the medwatch with (B)(6) for information related to the ft4 assay. Refer to the attachment for all patient data. The values highlighted in yellow are the erroneous values. Samples were tested on the e602 analyzer, a delfia analyzer, and a beckman coulter access analyzer. No adverse events were alleged to have occurred with the patients. The e602 analyzer serial number was (B)(4).